Event description:
It was reported an issue with dafilon suture. The client reported that the needle was broken before using it. No more information has been provided.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one open and used sample. We have checked the needle of this sample and it is not bent or broken. There are only small marks from a needle holder or other surgical instrument near the needle tip inside the curve of the needle. In addition, the geometry and dimensions of this needle conform to the standard. Therefore, no problems have been detected in this sample. This needle has been tested for bending strength and the results fulfill the product specifications: 8.31 nxcm in minimum (minimum bending strength specification for this needle: > 7.2 nxcm). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. As stated in the instructions for use of the product, care should be taken to avoid damaging the needle when using the suture material. Always grasp the needle in a section 1/3 to 1/2 of the distance from the fiber attachment end to the needle point, never at the end where the fibre is attached or the needle point. Grasping the needle at the area of its point could impair the penetration performance and cause a fracture of the needle. Grasping the needle close to the fibre attachment end could cause bending, breakage. Final conclusion: although the results of the sample received fulfil the product specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.